Manufacturer narrative:
Occupation is lay user/patient. The customer's test strips were requested for return but are not available for investigation. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a stago compact max laboratory analyzer. The result from the meter at 11:45 a.m. Was 5.5 inr. The patient repeated the meter testing within minutes by using a different finger and the result was 5.8 inr. At 12:45 p.m., the result from the laboratory was 3.9 inr. The patient¿s therapeutic range is 2.8- 3.7 inr.